Event description:
Subsequent to the previously filed report, additional information was received that the patient had pain at rest and while walking. The angiogram showed a patent superficial femoral artery with above the knee popliteal calcific disease with high grade p2 stenosis and occlusion of the distal p3. The patient's condition resolved on 05/21/2025. No additional information was provided.

Manufacturer narrative:
B5 - describe event or problem: updated, as additional information was received.

Event description:
Patient ID: (B)(6). It was reported that on (B)(6) 2022 one 2.5x28 mm esprit btk scaffold was implanted in the moderately calcified, 75% stenosis in the right tibioperoneal trunk (tpt). On (B)(6) 2024 doppler ultrasound found there was no flow and heavy calcium in the index tpt. The patient reported that he had bilateral foot pain and numbness since (B)(6) 2024. It is painful while walking. Numbness is worse in the right leg. The doppler ultrasound and ankle-brachial index suggest that there might be an occlusion in the right leg. The occlusion was due to calcification. The date of the doppler ultrasound was (B)(6) 2025; this is when the three-year follow-up was performed. On (B)(6) 2025 revascularization of the lower limb was performed. The condition was resolved on (B)(6) 2025. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effects of occlusion and pain are listed in the esprit btk everolimus eluting resorbable scaffold systems instructions for use as known patient effects of coronary scaffold procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling; therefore, no product-related corrective action will be implemented in this case.